Manufacturer narrative:
Submit date: 7/23/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: the plunger of the syringe has broken bits and one syringe has a broken bit inside the barrel. We have 3 such damaged syringes to provide as samples.

Manufacturer narrative:
Submission date: 01/28/2019 an investigation was performed for the reported customer complaint: the customer reports: the plunger of the syringe has broken bits and one syringe has a broken bit inside the barrel. We have 3 such damaged syringes to provide as samples. The device history record (DHR) for lot number 805026x indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The molded plunger inspection reports were also reviewed with no issues recorded relating to this customer report. Procedures and work instructions exist for the setup, operation, and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Three (3) samples were received for evaluation. One (1) syringe sample was provided in sealed packaging and two (2) of the syringe samples were not in sealed packaging. A complete investigation was performed. Visual inspection was conducted. Broken plunger thumb rest was observed on two (2) of the syringe samples; on the sealed syringe sample and on one of the unpackaged syringe samples. The third unpackaged syringe sample did not have a broken plunger thumb rest. This sample was observed to contain a broken piece of a plunger thumb rest on the inside diameter of the syringe on the face of the rubber tip. Plastic plunger particulate was also identified on the face of the rubber tip. Two broken pieces of plunger material were found loose inside of the syringe sleeve. These syringes are designed to be a single use syringe. As a result of a thorough investigation and product analysis, the following has been determined: two (2) of the samples provided with this reported condition are confirmed to for damaged product or component; functional, but less than desired; and one (1) of the unpackaged samples provided is confirmed to contain the issue of particulate or extraneous matter in the fluid pathway. Taking into consideration all inspection results noted throughout the manufacture of lot 805026x and the issues confirmed within this investigation, the overall lot would still be accepted to be manufactured per established quality specifications. One (1) potential cause of particulate and extraneous matter in fluid pathway of syringe is during manufacturing. This product is product on an inline system where the parts are molded and immediately transported through an air glide system to be assembled. There is potential for breakage to occur while the plungers are being transported through the air glide system in tubes above the processor. If there is high enough pressure in the air glide system, it is possible for the barrels to bump one another or get caught on something and breakage can occur. The reported customer complaint is confirmed. A root cause could not be determined. A probable root cause is potential breakage occurring while the plungers are being transported through the air glide system. A quality alert has been issued to heighten awareness to the appropriate manufacturing and quality assurance personnel. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports: the plunger of the syringe has broken bits and one syringe has a broken bit inside the barrel. We have 3 such damaged syringes to provide as samples.¿ a review of the device history records (DHR) for reported lot number 805026x indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.